Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump's insulin on board reading was not correctly calculating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: an ezcarb bolus was performed with the settings obtained from the scripts: iob 6.85u, bg target 130mg/dl +/- 10mg/dl, bg 200mg/dl, carbs 60g. The pump correctly calculated a 5.0u bolus. The settings from the initial complaint were replicated and the pump's insulin on board reading was found to be accurate. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.